Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 34 mg/dl . Patient's other blood glucose value was 101 mg/dl and 100 mg/dl and 40 mg/dl. Sensor glucose was 99 mg/dl. The customer was treated with food. Based on customer report customer does not allege pump was over delivering. Customer reported software error detected. The insulin pump was not expected to be returned for analysis.